Event description:
Meter name: one touch ultra. Strip name: ultra strips. Meter code: 30 strip code: 30. Strip storage: properly. Symptoms: none. A pt reported they were not able to get good readings. Their meter allegedly was inaccurately high and controls out of range. The result on their meter was unk. The time difference between pt's meter and ER meter was one hour. Treatment was insulin was increased based on inaccurate readings. Control solution test is high out of range. No further info has been reported.